Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged prime volume issue was not duplicated in the evaluation. Review of prime history verified the reported prime volume issue. After accounting for a manual time change the total daily delivery added up correctly and reflected the user¿s basal program. Using the returned battery cap the pump powered up and functioned properly. The pump delivery accuracy and the force sensor calibration reading were found to be within specifications. A cartridge with 100 units was correctly loaded into the pump. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 527 mg/dl with large level of ketones, nausea, vomiting, and excess urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the pump was using up more insulin during the prime step. The reporter stated that pump was not priming tubing during load step and there was no ¿no cartridge detected¿ warning. Review of prime history indicated that the patient needed to prime 10 units more than usual to see drops expel from end of tubing. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged prime volume issue of unknown causes.